Event description:
To summarize this event, a 5f amplatzer torqvue delivery system (itv) was used, but the 5/4 amplatzer duct occluder (ado) was not able to advance from the loader into the sheath. Therefore, the sheath was upsized to a 6f itv. The ado was advanced to the distal tip and the retention disc was opened. When the waist was deployed, the apposition of the device was not correct, and there was no occlusion. The device was retrieved to examine it for damage on the table. Once on the table, the radiopaque marker band sheath tip was detached and was being held by the waist of the ado.

Event description:
To summarize this event, a 5f amplatzer torqvue delivery system (itv) was used, but the 5/4 amplatzer duct occluder (ado) was not able to advance from the loader into the sheath. Therefore, the sheath was upsized to a 6f itv. The ado was advanced to the distal tip and the retention disc was opened. When the waist was deployed, the apposition of the device was not correct and there was no occlusion. The device was retrieved to examine it for damage on the table. Once on the table, the radiopaque marker band sheath tip was detached and was being held by the waist of the ado.

Manufacturer narrative:
The 5f and 6f amplatzer torqvue delivery systems (itv) and the amplatzer duct occluder (ado) were received at aga medical and decontaminated. A visual examination of the delivery system components (5/6f sheath, 5/6f dilator, 5f loader, one delivery cable) was performed and a portion of the distal tip of the 6f sheath was separated from the sheath and was wrapped around the ado, which was still attached to the delivery cable. The remaining distal tip of the 6f sheath was inverted. Following decontamination, the distal tip of the 6f sheath was removed from the device. The device was then examined, measured and the size was confirmed to meet dimensional specifications. The device was loaded and deployed from the returned 5f and a test 6f itv loaders without difficulty or deformities. When the returned delivery sheaths were attached to their respective loaders, the device would not advance from the loader into the sheath. The itv sheath hub tapers were measured and failed to meet aga specifications, which prevented a successful transition of the ado from the loader into the sheath. The distal tip separation of the 6f sheath occurred at the end of the inner liner. The sheath inner diameter was measured and was found to meet specifications. The separated distal tip inner diameter also measured within specification. Our investigation revealed the inability to transition the ado from the loader into the sheath was due to a manufacturing defect with the delivery systems. We have forwarded this information onto our research and development team for additional review, and will assess any changes to the amplatzer torqvue delivery systems if this proves optimal. Since the sheath tip separation occurred during retraction, it is possible that the force that caused the inversion also caused the separation, tearing it from the sheath tip at the weakest point of the end of the inner liner.